Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient involvement. Manufacturer's reference number: 666551.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The adapter between the patient and the volume reflector was found with a leakage. After it had been re-positioned, the anesthesia system worked as intended and was cleared for clinical use after successful testing. The received log confirms the reported pressure transducer test issue. In addition to the failing pressure transducer test, other sub tests such as safety valve test, auto and manual leakage test also failed due to the leakage at the volume reflector adapter. We have not been able to determine when or how the volume reflector adapter moved from its original position.